Manufacturer narrative:
The product identification necessary to review manufacturing history has not yet been provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that these types of events may occur. Under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." Product requested, not yet received.

Event description:
During a total hip arthroplasty, the surgeon had difficulty seating the liner, another liner was used to complete the procedure. There was a 45 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history and manufacturing records found no evidence of product non-conformance. Evidence of scratches and tears are noted on the device and evaluation of the acetabular liner indicates it occurred when the acetabular liner was impacted in an attempt to seat it into the shell. A conclusive root cause could not be determined without additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.